Event description:
In 2007 at 8:32am, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultra2 meter is giving inaccurate low results. The complaint is being classified according to the customer care advocate (cca). The medical affairs specialist contacted the reporter to obtain/clarify more information on the following month. The patient tests 7 to 9 times per day. She was diagnosed with diabetes in approx five months earlier. Initially, the patient was advised to take 1 unit of novolog for every 20 grams of carbohydrate consumed, and 15 units of lantus per day. Since the reported issue began around approx two months later, the patient alleged she decreased his insulin to 10 units of lantus. The patient was feeling as if her blood glucose was high and questioned, the alleged inaccurate low readings on the lfs meter. On thirteen days prior to original date, at approximately 1:30pm, the patient went to the hospital to check the accuracy of her meter and was tested at 188-240 mg/dl on a hospital meter and 36-69 mg/dl on the lfs meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was treated with insulin. The patient did not have any symptoms at the time of concern. The patient is currently taking 13 units of lantus per day, and is on 10 grams of carbohydrate to 1 unit of novolog ratio. During the troubleshooting session, the patient did not have the meter in question with her since it has been disposed prior to contact lfs. However, the cca was able to verify that the patient was using the correct testing technique, and the punctured area was cleaned correctly. The complaint is being reported, because the patient claimed she decreased her basal insulin dose based on the alleged inaccurate low glucose readings, was admitted into the hospital with a glucose reading of 188-240 mg/dl, and was treated with insulin after the reported issue started at two months ago. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.